Event description:
Philips received a complaint on the patient information center ix indicating there were no red alarm sounds. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, and they were expecting the red alarm sounds to be audible out of the central station speaker. A speaker inoperative message was not present at the time of the event. The customer already tried rebooting the central station; however, it did not resolve issue. The rse remoted in to check the sound setting and it proved to be working on the personal computer (pc), but they did not hear anything out of the black speaker for the central station. The rse suggested possible hardware related issue with speaker, sound card, or mainboard. The rse provided a part number for replacement. The customer took responsibility for servicing the device and later on confirmed the speaker to be the root cause of the issue. After the speak assembly was replaced by the customer, the unit returned to specification. No further investigation or action is warranted at this time.